Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging an error 4 message. This complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter and test strips have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found. However a secondary issue unrelated to the complaint was found, there were extra test strips in the test strips vial. In addition, the reported complaint was observed on the meter error log, however, pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.